Event description:
Rn removing patient's port safety needle. Tegaderm covering needle removed and rn grabbed wings on either side of needle and pulled, which is supposed to remove the needle into the safety shield. This did not happen needle required removed via hemostats during this removal rn was stuck.